Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested.

Event description:
On (B)(6), 2011, the patient was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an infrarenal aortic aneurysm. After successful deployment of the endoprosthesis, the delivery catheter was reported to be stuck on the guide wire. The combined wire and catheter were withdrawn together through the gore dryseal sheath. It was reported to gore that the device was deployed accurately. The patient tolerated the procedure. Further information was requested.